Manufacturer narrative:
This product is not marketed in the us. (B)(4). Off label use (below 21 years of age at the time of implant). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -18.0 diopter, in the patient's left eye (os) on (B)(6) 2017. In the same surgery, the lens was explanted due to lens tear/break during injection into the eye. The customer stated that the lens was caught between foam tip plunger, and got damaged. On (B)(6) 2017 the lens was exchanged for a same size and diopter lens. The probelm was resolved. As of the day of MDR submission the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation - product evaluation found lens returned dry in a small vial. Visual inspection found missing piece of haptic and clear residue on lens. (B)(4).